Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous and calcified proximal right coronary artery. The physician advanced the 4.0x20mm maverick2 balloon to the lesion to pre-dilate. The balloon was inflated to 10 atms and ruptured. There were no patient complications. The procedure was successfully completed with another 4.0x20mm maverick2 balloon and a 3.5x20 non-bsc balloon. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.